Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was double beeping no cassette attached. Issue occurred during testing and no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the beeping started immediately on start up. The downstream sensor was replaced and found to be the fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.